Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the cable was damaged and that the upper case had a cracked lens. Both the cable and the upper case were replaced. (B)(4).

Event description:
It was reported that the programmer had a shattered screen and that the keyboard hinges were broken. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.